Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported, "I¿m having problems with them". The patient later reported, "pain and they have ruptured also got a lump". The device remains implanted. This record relates to the left side.